Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that they were performing test shocks and the device logged an event code and intermittently would not deliver a shock. The event code logged is indicative of a failure of the device to deliver defibrillation energy. As a result. Defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Field action number 3015876-11/18/2019-001c is relevant to the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were performing test shocks and the device logged an event code and intermittently would not deliver a shock. The event code logged is indicative of a failure of the device to deliver defibrillation energy. As a result. Defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.